Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked select, down, up keypad buttons. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, hard-to-press keypad buttons, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No pump errors 41 and 43 were noted during testing either. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that a 61=stuck key alarm occurred @ 09/28/25 04:36:38. The adapt tool confirms that pump error 41 (filenumber = 121, linenumber = 713) occurred @ 10/15/25 13:12:00 and that pump error 43 (filenumber = 121, linenumber = 589) occurred @ the same time. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. In summary, the customer¿s report of stuck button alarms was not confirmed during testing but that of pump errors 41 and 43 was confirmed in the pump's history. According to the software r&d pump analysis log, pump errors 41 (filenumber = 121, linenumber = 713) and 43 (filenumber = 121, linenumber = 589) are due to a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage to the insulin pump; the keypad had a crack and a hole in the button which affected the insulin pump's functionality. The customer also reported a pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period) and pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer also reported a keypad anomaly and stuck button alarm after the insulin pump was exposed to change in altitude. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the pump errors, the customer was able to clear the alarm, complete the insulin pump rewind and the insulin pump passed self-test. The customer was instructed to monitor the insulin pump. Troubleshooting was partially performed for the keypad anomaly. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.